Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, white calcification on the shell, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a smooth crease opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening due to a smooth crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device has been explanted and replaced.